Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) med ctr. The na electrode lot number and expiration date were not provided. The glucose reagent lot number and expiration date were not provided. The calibration and qc were acceptable. The field service representative replaced the rinse tubing as a part of preventative maintenance. He performed mechanism checks, air purges, and precision tests. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose results for 1 patient sample and questionable na electrode results for 1 patient sample on a cobas 6000 c (501) module. Patient 1: the initial glucose result was 539 mg/dl. The sample was repeated due to the initial result being high. The repeated results were 146 mg/dl and 542 mg/dl. The sample was repeated on another module and the result was 539 mg/dl. The result of 539 mg/dl was believed to be correct. Patient 2: the initial na result was 178 mmol/l. The sample was repeated due to the initial result being high. The repeated result was 137 mmol/l. The sample was repeated on another module and the result was 138 mmol/l. The result of 138 mmol/l was believed to be correct. The questionable results were not reported outside the laboratory.